Manufacturer narrative:
Reported events of a connection problem and high impedance could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Analysis performed, impedance measurements, found no anomaly contributing to reported event of high impedance. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited inadequate capture. Subsequent chest x-ray imaging confirmed atrial lead dislodgement. The physician elected to reposition the atrial lead. After the reposition, the atrial lead was connected to the pacemaker; however, high pacing impedance was observed. The elevated impedance was due to inadequate lead insertion into the pacemaker header. As a result, the physician decided to replace the pacemaker. The pacemaker was explanted and replaced. The original atrial lead was retained and reused on same procedure on (B)(6) 2026. The patient was in stable condition.